Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7080847; medical device expiration date: 2022-03-31; device manufacture date: 2017-03-21. Medical device lot #: 7143793; medical device expiration date: 2022-05-31; device manufacture date: 2017-05-23. Medical device lot #: 7143808; medical device expiration date: 2022-05-31; device manufacture date: 2017-05-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with multiple issues. It was stated ¿there was foreign matter, device damage, inclusions and scale print marking issues.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with multiple issues. It was stated ¿there was foreign matter, device damage, inclusions and scale print marking issues.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
No samples or photos were provided for evaluation therefore failure mode could not be verified and root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. No related defects or qns were recorded in the DHR. Undetermined root cause.